Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system was found to be fully operational. The logs indicated that the system was either unplugged or the site outlet was bad. The system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site booted the system and it went into standalone mode. The site then rebooted the system with resolution. There was no patient involved.